Event description:
It was reported that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) was found to have stored a signal artifact monitor (sam) event and a ventricular episode. The health care professional (hcp) called technical services (ts) for further review of the sam and ventricular events. Upon review, the ventricular episode showed that during the radiofrequency ablation, noise artifacts appeared to have been oversensed and pacing was inhibited for about eight seconds. Further review of the sam event showed high out of range pacing impedances on the right atrial (ra) lead. Ts confirmed that the patient did not have an implanted ra lead, and the other implanted ventricular leads impedance measurements were stable within normal limits. The presenting electrogram (egm) showed the device operating as programmed. Ts recommended programming optimization options. At this time, the crt-d remains in service. No additional adverse patient effects were reported.